Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and tooth abscess ('dental problems-tooth abscess') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section. Current weight 151lbs. A urine pregnancy test was negative.(B)(6) 2018. On (B)(6) 2018-surgical pathology report. Final diagnosis: uterus, cervix, bilateral tubes and essure coils; hysterectomy with bilateral salpingectomy: one subserosal leiomyoma (o.4 em). Proliferative endometrium. Bilateral fallopian tubes exhibiting vascular congestion and edema. Mild chronic and acute cervicitis. Synthetic material consistent with essure coils. Concurrent conditions included body mass index normal, subserous leiomyoma of uterus, breast mass, tooth infection and cervicitis. Concomitant products included norethisterone (jolivette-28). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth abscess (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), rash macular ("allergy:rash/skin condition-red splotchy areas on stomach arms"), allergy to metals ("allergy: nickel/nickel allergy"), anxiety ("psych injury-anxiety"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal discharge ("vag. Discharge"), vaginal infection ("vaginal infection"), alopecia ("hair loss"), migraine ("migraine/migraines / headaches/menstrual migraine without status migrainosus"), fatigue ("fatigue"), coital bleeding ("bleeding after intercours/ bleeding/spotting after intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)/ hormone changes-abnormal bleeding"), uterine inflammation ("inflammatory disease of cervix uteri"), depression ("depression"), hyperacusis ("sensitivity to noise"), muscle twitching ("muscle twitches"), tremor ("hand tremors"), dizziness ("dizziness"), palpitations ("heart palpitation"), metrorrhagia ("metrorrhagia"), feeling abnormal ("brain fog"), musculoskeletal pain ("left shoulder pain"), the first episode of perineal pain ("perineal pain"), gingival pain ("gum pain"), toothache ("tooth ache"), rash ("severe rash/skin rash"), emotional disorder ("feeling overwhelmed in large groups/ crowds"), burning sensation ("burning sensation"), abdominal distension ("gas bloating/swollen belly"), procedural nausea ("had surgery yesterday, stayed overnight in the hospital because of pain and nausea"), procedural pain ("had surgery yesterday, stayed overnight in the hospital because of pain and nausea"), swelling face ("swelling in my face"), peripheral swelling ("swelling in hand/feet"), flatulence ("gas pain"), visual impairment ("vision is slowly getting back to normal") and the second episode of perineal pain ("perineal pain") and was found to have weight increased ("weight gain"). The patient was treated with sertraline hydrochloride (zoloft), sumatriptan succinate, surgery (hysterectomy with bilateral salpingectomy, diagnostic cystoscopy) and dental implants, bone graft surgery. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, tooth abscess, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, rash macular, allergy to metals, alopecia, migraine, fatigue, weight increased, coital bleeding, vaginal haemorrhage, tremor, dizziness, feeling abnormal, rash and emotional disorder had resolved, the anxiety, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal discharge, vaginal infection, uterine inflammation, depression, hyperacusis, muscle twitching, palpitations, musculoskeletal pain, gingival pain, toothache, burning sensation, abdominal distension, procedural nausea, procedural pain, swelling face, peripheral swelling, flatulence and the last episode of perineal pain outcome was unknown and the visual impairment was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, bladder disorder, burning sensation, coital bleeding, cystitis, depression, dizziness, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, feeling abnormal, flatulence, gingival pain, hyperacusis, menorrhagia, metrorrhagia, migraine, muscle twitching, musculoskeletal pain, palpitations, pelvic pain, peripheral swelling, procedural nausea, procedural pain, rash, rash macular, swelling face, tooth abscess, toothache, tremor, urinary tract disorder, urinary tract infection, uterine inflammation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight increased, the first episode of perineal pain and the second episode of perineal pain to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, dyspareunia, dysmenorrhea, menorrhagia, rash/skin condition, nickel allergy, psych injury, vag. Discharge, urinary problems, bladder problems, bladder infection, urinary infection, vag. Discharge, dental probs., hair loss, fatigue, weight gain, bleeding after intercourse. Insertion details-right-3 coils, left -2 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:tooth abscess, weight gain, menorrhagia, depression, metrorrhagia, migraine, pelvic pain, dyspareunia concerning the injuries reported in this case, the following ones were reported via social media-post procedural nausea, swelling face, burning sensation, procedural pain, peripheral swelling, flatulence, abdominal distension, visual impairment quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs+mr+social media received- new events abnormal bleeding (vaginal), inflammatory disease of cervix uteri, depression, muscle twitches, hand tremors, dizziness, heart palpitation, sensitivity to noise, metrorrhagia, severe rash, perineal pain, gum pain, tooth ache, left shoulder pain, brain fog, feelin overwhelmed in large groups/ crowds, burning sensation, had surgery yesterday, stayed overnight in the hospital because of pain and nausea, swelling in my face, swelling in hand/feet, gas pain, gas bloating, vision is slowly getting back to normal were added. Pt of psychological trauma updated to anxiety. Pt of dermatitis allergic updated to rash macular. Pt of tooth disorder updated to tooth abscess. Outcome of vaginal haemorrhage updated to recovered / resolved. New reporters, height, medical history, concomitant and treatment drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy:rash/skin condition"), allergy to metals ("allergy: nickel"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal discharge ("vag. Discharge"), vaginal infection ("vaginal infection"), tooth disorder ("dental problems"), alopecia ("hair loss"), migraine ("migraine"), fatigue ("fatigue") and coital bleeding ("bleeding after intercourse") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full)- salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, dermatitis allergic, allergy to metals, tooth disorder, alopecia, migraine, fatigue, weight increased and coital bleeding had resolved and the psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal discharge and vaginal infection outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, coital bleeding, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, dyspareunia, dysmenorrhea, menorrhagia, rash/skin condition, nickel allergy, psych injury, vag. Discharge, urinary problems, bladder problems, bladder infection, urinary infection, vag. Discharge, dental probs., hair loss, fatigue, weight gain, bleeding after intercourse. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received. Case becomes an incident. Injury event was removed. New events added: pelvic pain, abdominal pain, dyspareunia, dysmenorrhea, menorrhagia, rash/skin condition, nickel allergy, psych injury, vag. Discharge, urinary problems, bladder problems, bladder infection, urinary infection, vag. Discharge, dental probs., hair loss, fatigue, weight gain, bleeding after intercourse. Outcome of the events pelvic pain, abdominal pain, dyspareunia, dysmenorrhea, menorrhagia, rash/skin condition, nickel allergy, dental probs., hair loss, fatigue, weight gain, bleeding after intercourse were updated to recovered/resolved. Reporter and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.